Manufacturer narrative:
The investigation determined that lower than expected results were obtained from non-vitros (biorad) qc fluids when processed using vitros tsh lot 7070, vitros b-hcg ii lot 3720 and vitros psa lot 4330 on a refurbished vitros 5600 integrated system. The most likely cause of the event is an instrument related issue. A diagnostic precision test following the lower than expected results from biorad qc testing indicating unacceptable instrument performance. The customer cleaned the microwell incubator and replaced the microimmunoassay metering proboscis as per recommendations from the ortho tsc. A diagnostic precision test following customer cleaning and maintenance actions on the instrument indicated acceptable instrument performance and vitros tsh, vitros b-hcg ii and vitros psa results from biorad qc testing were acceptable.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected results were obtained from non-vitros (biorad) qc fluids when processed using vitros tsh lot 7070, vitros b-hcg ii lot 3720 and vitros psa lot 4330 on a refurbished vitros 5600 integrated system. Biorad lot 85311 level 1, vitros tsh result of 0.461 miu/l versus the baseline mean result of 0.660 miu/l biorad lot 85313 level 3, vitros tsh result of 15.949 miu/l versus the baseline mean result of 26.330 miu/l biorad lot 85313 level 3, vitros b-hcg ii result of 350.203 miu/ml versus the baseline mean result of 537.5 miu/ml biorad lot 85313 level 3, vitros psa result of 9.694 ng/ml versus the baseline mean result of 15.860 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh, vitros b-hcg ii and vitros psa results were generated when the customer was processing non-patient fluids. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).